Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed as there is no product available for investigation. A specific cause for the reported event could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii lvas could not be conclusively established. The account communicated that there were concerns of pump thrombosis in (B)(6) 2019. Low dose warfarin was resumed, and no equipment was exchanged at this visit. It was noted that the patient¿s inr goal was 1.4 ¿ 1.6, and the patient had a follow up for an echo in (B)(6) of 2019. No further information was provided. The patient remains ongoing on the heartmate ii lvas and no further related issues have been reported at this time. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: there were no symptoms concerning for thrombus. There was no admission in (B)(6) 2019. That was the time period warfarin was resumed despite recurrent bleeding because the patient was concerned about the risk of pump thrombosis. There was no clinical concerns for thrombus. No further information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient was on a low warfarin dosage due to concerns for pump thrombosis. Inr goal is 1.4-1.6. No further information was provided.